Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the sternal zipfix application instrument did not tension during a procedure. This is report 1 of 1 for (B)(4). .

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(6). A manufacturing evaluation was performed. Our investigation shows that there is no visible issue. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. We have forwarded the complained application instrument to the responsible product development engineer for evaluation. A handling test was performed with 3 implants, which did not show any malfunction of the instrument. All three implants could be tensioned and cut with the instrument as per the intended design. The device is fully functional. The product development investigation was also performed. The handling test with three implants did not show any malfunction of the instrument. All three implants could be tensioned and cut with the instrument as per the design intent. No design or functional issues have been identified on the returned instrument. The device is fully functional as per its design intent. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.